Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 15 seconds. However, during the second inflation at 10 atmospheres for 15 seconds, the proximal part of the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post-procedure.